Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a retrograde intrarenal surgery (rirs) to remove the kidney stone, the subject device broke during first insertion into the ureter. The urologist reported resistance was felt, stopped actions, and identified the access sheath broke. The device fragments were removed with an unknown instrument easily from the bladder. The surgeon confirmed the pieces were completed removed with a cystoscopy. The was a delay of 'a few minutes' while the surgeon was removing the device fragments. The patient was under general anesthesia and a similar device was used to completed the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although the subject device was not returned for evaluation, the review of the images provided show that the white inner sheath broke at the distal end. One image shows the distal tip being broken into multiple fragments. This confirms the claim of the subject device being broken. The multiple fragment photo is likely the fragments that had to be removed from the ureter. However, the cause of this damage was unable to be determined. This supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.